Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1) package lot number of the clips? 2) what suture type was used? 3) what suture size was used? 4) when the even occurred, was the suture placed near the hinge of the clip? 5) were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? 6) was the applier checked for damage (jaws straight and aligned)? 7) what was the surgical procedure involved? 8) was this a robotic procedure? 9) if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Additional information was received: another box of lapra tys were sent in association with this complaint. Reported events: 2210968-2022-04991 & this report.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture clips were used. During the procedure, the clips not latching to suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2022. Additional information: d4, h3, h4, h6. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that six xc200 reloads (a-f) were received sterile and with no apparent damage. The samples were open and the reloads were tested for functionality with test device. Upon functional testing of the reloads, the device loaded, retained and deployed 6 clips per sample as intended. The clips were form as intended and conforming to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reported events: 2210968-2022-04991 & 2210968-2022-07400.